Manufacturer narrative:
Concomitant medical products: product ID 37761, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for arachnoiditis. It was reported that the patient only had the battery for six months and it would no longer recharge. Additional information was received from a manufacturer representative and from the patient. It was reported that the connector pin was broken and tore out of the desktop charger, the patient hasn&#62752;been able to charge, and stimulation stopped. No out of box failure was reported. The issues began in (B)(6) of 2016, about a month prior to (B)(6) 2016. The desktop charger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.